Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports at 6:46 pm their personal diabetes manager (pdm) had delivered an uncommanded bolus of almost 4 units of insulin.